Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level of 468 mg/dl. Customer took some insulin and she noticed that her pump was kind of kinked up. Customer found that the tubing had disconnected from her site. Customer treated and stated that she will monitor her blood glucose. Customer found that the quick release was loose and hanging from her pants. Customer confirmed that her set got caught in her pants and that is why the quick release came off. Customer was able to connect again and there is no issue with the quick release. Customer was unsure of when the quick release came off. Customer declined troubleshooting. Customer stated that she has a little dry mouth but no nausea due to her high blood glucose and other medications she is on. Customer stated that she is feeling okay.